Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen via an implantable pump. It was reported that at first there was an alarm every hour, non-critical. After one day, the alarm changed to a critical alarm every 10th minute. Symptoms included more spasticity and an uncomfortable feeling. It was noted that the pump went into safe state. The patient was treated with an oral dose first. The pump was refilled and was set to the original dose, and was then working well again. The issue was resolved. The patient status was alive ¿ no injury.

Manufacturer narrative:
Patient codes have been updated to include the following for this event: (B)(4).

Event description:
On 2016-nov-07, additional information was received from a foreign manufacturer representative (rep). It reported the patient was receiving baclofen (500 mcg/ml at a dose of 100 mcg/day). The rep noted there was nothing special that caused the safe state event. There was no irregular, uncommon actions like "mr or similar". The pump was refilled and reprogrammed and started to work again. The patient was okay and doing fine. When the event occurred, the patient "get abstinent".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.